Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 64-year-old male patient presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a cardiothoracic (CT) surgery: ascending aorta repair and mitral valve replacement with a bioprosthetic valve. After arrival to the intensive care unit (ICU), there was increased chest tube output. The patient was brought back to the operating room (or) for re-sternotomy. The patient was reported to be coagulopathic. Chest exploration showed no clear site bleeding. The physician reported that the bleeding was not impella related and likely from coagulopathy and superficial bleeding from the sternal wires. The sternal wires were cauterized. The patient returned back to the ICU with no increased chest tube output and the bleeding was controlled. The patient was stable and recovering from surgery. No further issues were noted. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.5l/min as intended. High-risk surgeries require intense blood thinners, increasing the risk of bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.